Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had the ins removed the patient thought about a year after it was implanted. The stimulator was removed because it was in the ¿wrong place¿ and wasn¿t helping his issues. The patient said he didn¿t think it was deep enough. The patient said he ended up having surgery 4-5 years after because everything that was in the patient¿s back was ¿rotten up¿ and that was causing the patient¿s problems. The patient said, ¿killing the pain wasn¿t solving the issue.¿ the patient clarified the ins helped with some pain, but it didn¿t solve the patient¿s problem/issue of not being able to get up. The patient said they could hardly walk because of all the ¿rotten stuff up¿ in his back. The patient the healthcare provider (hcp) didn¿t like it, but they discussed it and the stimulator was removed. The patient said if the ins wasn¿t solving his problems, then he didn¿t need it. No further complications were reported.